Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The cause of the event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a heart attack and subsequently passed away, coincident with peritoneal dialysis therapy. The patient was in the hospital for a peritoneal infection when they experienced the heart attack. The heart attack and infection were reported to be the causes for the patient death. It was not reported if therapy was ongoing until the time of death or whether an autopsy was performed. Additional information was requested, but the reporter declined to provide any more information on this event.

Manufacturer narrative:
(B)(4). Event date: the patient experienced the heart attack on an unspecified date between (B)(6) 2014. If additional relevant information is obtained, then a follow-up MDR will be submitted. The patient's peritoneal infection is addressed in (B)(4).